Event description:
New information received stated that the asymptomatic patient presented to the clinic for a follow up on (B)(6) 2020. Additional post paced t wave oversensing episodes were observed. The patient did not receive any inappropriate therapy during the oversensing episodes. The device was reprogrammed to the recommended changes to address the anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin. Net transmission. Upon review of the transmission, the implantable cardioverter defibrillator was found with stored episodes of non-sustained ventricular oversensing due to post paced t wave oversensing. There were no inappropriate high voltage therapies delivered. Programming changes were recommended. No patient symptoms were reported.